Event description:
During a halc sigmoid procedure, while working, the device locked up/error code # 5. Scrub nurse then retorqued hand piece with wrench and retested. Device failed again, so scrub nurse utilized test tip to verify that handpiece was working correctly. Replaced the device with new unit and finished case. There was no reported patient consequence.